Manufacturer narrative:
The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
As reported for this event by the customer, during reprocessing black powder came out of the device tip. There is no harm to any patient. In the previous procedure, a tube stent had been used which had caught in the device at the time of being pulled out of the device.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information.

Event description:
Addendum aug 23, 2022: the forceps removing the stent were forcibly pulled from the device, thereby possibly damaging the passage.

Manufacturer narrative:
There is information on the device evaluation. This supplemental report is being submitted to provide this information. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at the time of shipping. There has been no repair history for this device in the past year. An inspection of the return device confirmed that there was foreign material exiting from the distal end. A pinhole was found in the biopsy channel. Although it cannot be said conclusively, it is likely that this was the source of the foreign material.